Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the device's log file recorded a slightly elevated flow that was above the normal parameters. The site reported that the patient's most recent echocardiogram showed mild-moderate aortic regurgitation and the aortic valve was not opening. On the echocardiogram prior, there had only been mild aortic regurgitation. Elevated flows could be due to some occlusion within the pump. The site suspected that the patient's aortic insufficiency (ai) was the cause of the elevated flows and did not suspect pump thrombus. There had been no changes to the patient condition, anticoagulation status, or pump parameters that might have contributed. The patient was asymptomatic and the site planned to continue monitoring ai with echocardiograms as well as lactate dehydrogenase levels and any new heart failure complaints.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate ii left ventricular assist device (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, analysis of the log file provided by the account confirmed a slight elevation in flow; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. A slight elevation in flow was captured on (B)(6) 2021. Pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pi. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05oct2016. The heartmate ii lvas IFU is currently available. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.